Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered multiple 'inappropriate' shocks due to oversensing after the patient had already passed away and their body was at the funeral home. The patient's death was not suspected to have been associated with their implanted system, and no allegation was made against boston scientific. A field representative was sent out to the funeral home to turn off tachycardia therapy. All evidence indicates the s-ICD remains in situ and no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.